Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized several times in the past. The customer reported being hospitalized on (B)(6) 2016 for diabetic ketoacidosis. The customer's blood glucose was unknown at the time of the hospitalization. The customer reported nausea, vomiting, aches, thirst and frequent urination as symptoms of their blood glucose at the time of the event. Customer was treated with an IV of fluids and insulin. The customer also reported a hospitalization on (B)(6) 2016 for a blood glucose of 130 mg/dl. The customer also reported the same symptoms from the first hospitalization. The cause of the hospitalization was from diabetic ketoacidosis. The customer also reported a hospitalization on (B)(6) 2016 for a high of 830 mg/dl. The customer was treated with an IV of fluids and insulin. Customer was wearing the insulin pump during the three hospitalization events. The customer declined to return the insulin pump for analysis.